Event description:
The caller reported experiencing cgm error 42. They were guided through a pump reset process, which resolved the issue, and there was no reoccurrence of the error code. There was no adverse impact to the customer¿s blood glucose level.